Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was at the pool and the insulin pump might have been splashed. Customer stated that the esc and up buttons were not responding and there is fluid under the lcd screen. The customer also stated there is a crack on the keypad above the esc button. He received a battery out limit alarm which could not be cleared. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor, battery tube, lcd and vibrator assembly. The insulin pump received with no button response due to moisture keypad traces. The insulin unable to verify current/battery out limit due to blank display noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.